Manufacturer narrative:
The device was discarded and is not available for evaluation. If additional information is received, a supplemental report will be submitted.

Event description:
The customer reported via user facility mandatory medwatch (B)(4) that while chemotherapy was being primed in the medication room with spiros, the spiros "clicked" onto the tubing but the c-clip was having issues clicking. When attaching the spiros to the chemotherapy, it started to back prime and leaked out of spiros. Chemotherapy was returned to the pharmacy. There was patient involvement that resulted in delay of therapy. This is report 1 of 5.